Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that at the conclusion of this procedure, the study device was successfully implanted. The aneurysm location was the left ica -c6 parent artery. No additional steps or other devices were attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding core lab review of images from the index treatment procedure of a pipeline vantage implantation procedure on (B)(6) 2022. It was reported that core lab observed pipeline failure to open along the full length of the pipeline stent and wall apposition was not achieved. Core lab review noted it was "unclear if these findings are due to aneurysm morphology." For the same procedure/device, the site reported that wall apposition and aneurysm neck coverage were achieved. The site did not report any device deficiency, adverse patient event, or additional intervention. The patient had a pipeline vantage flow diversion stent implanted off-label for treatment of an acutely ruptured saccular pseudoaneurysm in the left internal carotid artery (l-ica) c6 segment with a max diameter was 6.8mm and neck diameter of 6.8mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no change in site response which reported wall apposition was achieved, coverage of aneurysm neck and overall sufficient wall apposition.

Event description:
Additional information received reported, corelab image review of the 12-month follow-up flat-panel computed tomography angiography (cta) on (B)(6) 2023, corelab assessed as raymond roy (r<(>&<)>r) occlusion class 3. Site reported no symptoms or actions taken reported in association with aneurysm non-occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported inadequate positioning due to the device jumped back into the aneurysm neck due to anatomy and relative short landing zone. The aneurysm morphology was a pseudo aneurysm. Aneurysm dimensions: maximum diameter 6.8 mm, dome height 11.5 mm, dome width 5.5 mm, neck size 6.8 mm. Parent artery diameter distal to aneurysm was 4.1 mm. Parent artery diameter proximal to aneurysm was 5 mm. Post implant significant stasis was noted at the end of the procedure. Post implant complete neck coverage was noted the end of the procedure. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were not covered by the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported per source index procedure report on (B)(6) 2022: "procedure: right transfemoral access using a long 6/8f sheath under ga. Navigation of a triaxial system into the left internal carotid artery (ica) followed by deployment of 3 ped (vantage, 5x14, 5x16, 5.5x20). Massaging using a j-wire. Control runs. Closure device. No complications. Findings: the left ica injection shows a 7x12 mm broad-based para-ophthalmic aneurysm. Subsequent deployment of 2 fds is hampered by the anatomy and relatively short landing zone. Both of them jump back into the aneurysm neck covering only part of the same. The 3rd device is slightly larger and longer and allows a better wall apposition in the distal landing zone, just proximal to the fetal pca. The final runs show complete coverage of the aneurysm neck and overall sufficient wall apposition, distally better than proximally where the end of the 3rd ped appears a bit ovalized, likely due to manipulations during re-catheterization of the device. The final run shows contrast stagnation inside the aneurysm dome.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that per corelab image read, corelab has made the following assessments: dsa imaging on (B)(6) 2023 showed raymond & roy occlusion class 2, cta imaging on (B)(6) 2024 showed raymond & roy occlusion class 2. The site has reported that the raymond & roy occlusion assessments for the referenced imaging dates as 'unk'.